Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not depress at all, it was too stiff. It was remove and hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. After checking the contrast, it was used as per the instructions for use (IFU). The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The lesion was the contralateral superficial femoral artery. The exoseal was used with a 7f non-cordis sheaths. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not depress at all, it was too stiff. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. After checking the contrast, it was used as per the instructions for use (IFU). The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The lesion was the contralateral superficial femoral artery. The exoseal was used with a 7f non-cordis sheaths. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.